Event description:
Boston scientific received information that noise was observed on the right atrial lead and right ventricular lead. Atrial oversensing was observed. The device was at eri and a routine change out procedure was performed. The device was explanted and the ra and rv leads were surgically abandoned. No adverse patient effects were reported during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.